Manufacturer narrative:
Product analysis the device was returned with the proximal end of the handle missing, and the proximal end of the guidewire lumen detaching from the housing, based on the condition of the returned device the customer complaint cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral/endovenous directional atherectomy procedure, the tip of the hawk tip catheter detached from the catheter body. The vessel was pre-dilated and post-dilated, and instructions for use were followed during preparation, procedure, and post-procedure. A new medtronic device was used to complete the procedure. No patient symptoms or complications were reported, and the patient was alive with no injury. No patient complications have been reported as a result of this event.